Event description:
It was reported that the pt complained about having a headaches and was not able to use the external equipment anymore. Despite exchanging the external equipment the situation was still the same. Testing confirmed that the implant had malfunctioned.